Event description:
I have a medtronic 670g insulin pump that was part of a recall in february 2020 and was replaced. On saturday, (B)(6), just minutes before (B)(6) gave their victory speeches, I ran out of insulin in the pump and refilled the reservoir with insulin. A few minutes later, the pump again told me I had run out of insulin, saying that the pump was at "0 units." When I looked at the reservoir I saw that none of the insulin I had just put in was left, it was empty again. It was hard to tell how much insulin I got, but my blood sugar did start to drop and was refractory to glucose. My blood sugar would drop low, I drank juice and ate carbs, it would rise, and then drop low again. After a couple hours of this at home, I realized I was becoming progressively more disoriented, was shivering cold in a pool of my own sweat, and started to vomit the large amount of carbs I had been consuming. I asked my neighbors for help and they took me to the emergency room. Once there, my blood sugar was 50 at first, then 45. I received d50 and it began to rise. I was admitted to the ICU for hourly blood sugar check and was put on a dextrose IV drip for the next 12 hours approx. Finally the next day my blood sugars began to rise (I had not had any basal insulin in all of this time and am a type 1 diabetic) and I was discharged from the ICU that afternoon. I just called medtronic to report the incident and they suggested that there may have been a leak in my reservoir. I asked what type of centralized reporting they do around this type of issue and was met with confusion about my question as they continued to focus on the documentation for my case individually. I'm very concerned that this happened in a pump that was already recalled after a death in a similar case of a 670g pump causing an insulin overdose. FDA safety report ID # (B)(4).